Manufacturer narrative:
Patient initials are (B)(6). Event date: unknown. Additional product codes for this report include: mni, mnh, kwp, and kwq. Original implant procedure was on an unknown date in 2012. A revision procedure took place on (B)(6) 2015 where some devices were explanted/exchanged. The other devices remain in the patient. Per facility, complainant parts will not be returned for manufacturer review/investigation. Represent adjacent level disc disease. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a l2-s1 posterior spinal fusion in 2012, during which he was implanted with synthes uss dual opening. At some unknown point in time, the patient developed adjacent level disc disease, stenosis above the level of the fusion at l1-l2. There were no issues with the existing hardware. On (B)(6) 2015, the surgeon operated on the patient to address the stenosis; he removed the uss do nuts and collars on the l2 and l3 screws. He also removed the l2 and l3 screws (unknown sizes) and cut the rods in situ with a metal cutting burr about 15mm cranial to the l4 screws. The surgeon placed new screws from t10-l1 and put in new screws in the existing screw holes of l2. Thereafter, the surgeon performed the decompression at the l1-l2 level. Extension connectors (498.165) were placed on the existing rods, which had been cut. The two new rods were contoured to connect to the existing ones with the extension connectors. Connections from the new rods to the existing one were secured followed by final tightening. The procedure was successfully completed. This report is 6 of 6 for (B)(4).